Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer stated that cracks presented on the blue venous outer joint, resulting in blood leakage during dialysis. The catheter was pulled and replaced. Patient involved w/o injury.

Manufacturer narrative:
Submit date: 01/28/2014. An investigation is currently underway. Upon completion the results will be forwarded.